Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.